Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason per physician's preference. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient¿s ipg and leads were replaced due to a bad connection and the physician did not know if it was in the lead, the splitter or the ipg. It was also noted that there were multiple impedances out on the lead and it was unknown if it was from the fall, from the splitter or from the clik anchor. Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason per physician's preference. The patient was doing well postoperatively.